Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge and an unspecified handpiece and a qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a nasal haptic was seen floating on top of the central optic after implantation during an intraocular lens (iol) implant procedure. The haptic had broken off at the attachment site to the optic. The lens was then removed and a new lens was placed into the capsular bag without any other complication. Additional information was received indicating that the reported event continues and is not resolved as the patient has persistent corneal edema. It has improved but not resolved.